Event description:
It was reported to resmed that an astral device displayed an error message (sf199) related to a calibration issue and stopped ventilation while in use on a patient. Allegedly the device could not be restarted, therefore, the patient was transported to hospital and continued therapy with a replacement device. There was no serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf199. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to transient corruption in the device's data memory. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf199) related to a calibration issue and stopped ventilation while in use on a patient. Allegedly the device could not be restarted, therefore, the patient was transported to hospital and continued therapy with a replacement device. There was no serious injury reported as a result of this incident.